Event description:
The site reported that the patient needed increasing pressor requirements with a hemoglobin drop to 7.2, the patient was transfused two units of packed red blood cells with little to no response. On exam, their abdomen became more distended with blood pooling around the abthera wound vac despite adequate drainage to vac canister. There was high suspicion for ongoing intra-abdominal bleeding.

Manufacturer narrative:
Section b5 and h6: additional information.

Event description:
It was reported that the patient experienced worsening sepsis with a possible dead bowel and leaukocytosis. The site communicated that status post the thrombectomy, exploratory laparotomy, resection of jejunum/proximal ileum (120cm total). Computed tomography showed partial small bowel obstruction with superimposed ischemic, infectious or inflammatory enteritis and small amount of hypoattenuating thrombus within the superior mesenteric vein without complete occlusion, and large focal intrmural thrombus occupying greater than 50% of the diameter of the infrarenal abdomial aorta. No seizure activity but severe encephalopathy. Packed red blood cells were given central venous pressure was 16-18mmhg white blood cells were continuing to rise with 12% bands. An extremely grave prognosis given ischemic gut, likely dic, severe septic shock, and severe encephalopathy. Surgery to take back to or to evaluate for further ischemic/dead gut. No additional information was reported.

Manufacturer narrative:
Section date rec¿d by MFR: the manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had persistently rising leukocytosis. A computed tomography (CT) scan anterior/posterior on (B)(6) 2018 showed celiac, superior mesenteric artery (sma), and infra-renal aortic thrombosis with dilated loops of small bowel. This was concerning for mesenteric ischemia and ischemic bowel.

Manufacturer narrative:
Investigation conclusion: a direct correlation between heartmate 3 left ventricular assist and the reported events could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist device was not explanted for analysis. The heartmate 3 left ventricular assist system instruction for use lists renal failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported that the patient passed away of multi organ system failure. The patient never extubated and never left ICU following implantation. There was significant renal failure and continuous veno-venous hemofiltration (cvvh) treatment noted prior to death. The patient's death was determined to be not device related. The account reported that there was no device issues.

Manufacturer narrative:
Approximate age of device- 9 days. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient expired. Additional information was requested but has not yet been received.